Event description:
During use for a cardiopulmonary bypass procedure, the user reported the water from the cardioplegia pump stopped flowing although the cardioplegia pump was still running. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.